Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst noted that right ventricular capture threshold steady at approximately 1.475 volts through (B)(4) 2015, rises to 2.5 volts by (B)(4) 2015. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, possibly due to placement near the tricuspid valve. It was noted that the patient had up to five days with more than six hours of atrial tachycardia/atrial fibrillation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.